Event description:
It was reported that the device was missing components during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.